Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An employee at a skilled nursing facility (snf) called in to zoll on (B)(6) 2014 to report that an (B)(6) year old female pt was treated. The pt was conscious and at the snf at the time of the event. The pt reported that she heard the alarms and was trying to press the response buttons. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 08:50:47. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt was taken to the hosp and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 11/01/2013 - reuse; electrode belt sn (B)(4): 03/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.